Event description:
On 20th december 2022, getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the surgical light was in water due to a leakge from the ceiling. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, the surgical light was in water due to a leakage from the ceiling. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the device did meet its specification, however there was water leaking from the ceiling and it contributed to the event. The device was not being used for the patient treatment at the time of the event. During the investigation, it was found that in the past the reported scenario has never lead to serious injury nor death. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is for leakage is low. A root cause analysis was performed by subject matter experts at manufacturing site. They stated that, according to the information provided the presence of water in the surgical light is the result of a water leakage from the ceiling of the facility , and it is a phenomenon external to the device. This problem is not related to the device, the hled surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.